Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 5 for the same event it was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the set pins on the release tabs of the handpiece on the small battery drive device were loose and rattling. It was further reported that the attachment device would not allow three saw blade devices to thread in. The reporter stated that the saw blade devices were damaged. There were no delays to the surgical procedure as spare devices were available for use to successfully complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is not known, however, it was reported that the event occurred during the month of april 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter information has been updated to capture the correct information of doctor of veterinary medicine (dvm) surgeon named (B)(6). The reporter's occupation has been updated accordingly. Device manufacture date: the device manufacture date was documented as nov 6, 2013 in the initial report. The device manufacture date has been updated as nov 12, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.